Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set "fell" off during use on (B)(6) 2024. The blood glucose level 200 - 300 mg/dl at the time of event. The infusion set was in use for 1-2 days. Patient replaced infusion set and resumed insulin successfully. No further information available.